Event description:
An update was provided on 01-sep-2023 stating the patient¿s mental status and vital signs declined due to worsening dehydration, eventually resulting in an admission for hydration. Once the problem was noticed, the pump exchanged, and the patient improved. There was no medication leak. The involved infusion was normal saline 400ml/hr, vtbi: 400ml, duration: 1 hour. The date and time of the infusion initiated was (B)(6) 2023 at 20:09. The date and time the delivery issue noted was somewhere between (B)(6) 2023 at 20:09 and (B)(6) 2023 at 01:22. The infusion was set up as primary. The fluid in the bag when the infusion was started is 500ml. It was unsure as to how much fluid was in the bag when the issue noted.

Manufacturer narrative:
The pump was returned on 8/3/2023 along with downloaded pump logs and sent to r&d for analysis. Could not confirm customer¿s complaint of the device stopping during infusion without indication or alarming. Device passed self-test with no error alarms. Device passed production validation testing. Most notable is the volume accuracy with a result of 20.57 ml. Volume accuracy of 97.2 %. Device passed the alarm loudness test. Performed a stress test to try and duplicate the customer¿s complaint of the device stopping during infusion without indication or alarming. Programmed the device to run a protocol of rate = 250 ml/hr. Ran in concurrent mode on both line a and line b for a duration of 24 hours with a recirculating cassette. Device successfully passed the protocol without any interruption or error alarms. Device did not experience any stopping during infusion. At the end of the programmed protocol the device alarmed with volume to be infused (vtbi) complete for both line a and line b. Device alarmed correctly, and the device passed protocol successfully. Programmed device to run customer¿s protocols as found in the cda logs. Customer's protocol #1 programmed line a: rate of 500000 mcl/hr. (500 ml/hr.) For a vtbi of 10000 mcl/hr. (10 ml/hr.) For a total volume infused of 10 ml. Device delivered a total of 10.46 ml. Volume accuracy of 95.6 %. Protocol #2 programmed line a rate of 200000 mcl/hr. (200 ml/hr.) For a vtbi of 20000 mcl/hr. (20ml/hr.) For a total volume infused of 20 ml. Device delivered a total of 20.46 ml. Volume accuracy of 97.7 %. Probable cause for device stopping during an infusion without alarming or indication was not found. On jun 6, a new patient was confirmed, and op infusion event and volume counters were cleared. An infusion was started for vtbi 10ml and rate 300ml/hr. It completed normally and then vtbi alarm was cleared. Then the device was put to sleep mode. By jun 7, device was switched on. Key press event denotes that, by 16:12:01, an infusion was programmed and start button was pressed, but was not confirmed. Then by 16:14:00, we got no action alarm. By 16:20:53, the infusion was confirmed by key press ¿yes¿. The infusion ran for 6 minutes and the vtbi alarm was later cleared. Engineering evaluates that: engineering noticed that, by jun 7, the infusion programmed was not confirmed after pressing key press ¿start¿. Then we get ¿no action alarm¿ after 2 minutes. The infusion was confirmed only after 9 minutes (approx.) And the infusion completed normally after that. Engineering evaluates that, the probable cause of the nurses reporting as fluid infusing but there was no actual fluid delivered to the patient is due to the event of pressing start button and not confirming the infusion. To conclude: engineering concludes that the device was working as expected and probable cause of the incident was user error by pressing start and not confirming the infusion by pressing ¿yes.

Event description:
The event involved a plum 360 device on an unspecific date where it was reported that the pump read as fluid infusing but there was no actual fluid delivered to the patient. There was no alarm or sound to alert for any issues. The event was discovered when the patient was decompensated. The biomed ran a test but no error was noted. No further details were provided. No harm was provided.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.